Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7.2 did not open and clicked when prompted. A field service engineer (fse) inspected the drawer and found no signs of any issues. Further the fse manually opened and closed the drawer multiple times and then asked customer to recover. The drawer recovered without issue and passed diagnostic test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 7.2 failed and could not be recovered despite a reboot, and during recovery attempts, a clicking sound was heard, but the drawer remained unrecovered. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.